Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument could not close the clip-on tissue. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found to have one severely bent grip, causing misalignment of the grips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. Additionally, the instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and was able to retain the clip through engagement but could not apply the clip. The complaint was confirmed by failure analysis.